Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error, off no power and weak battery from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed weak battery and low battery and then it shut off. During weak battery troubleshoot, the keypad was not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. However, the pump had unresponsive buttons due to a flattened act and esc button dome switch. No unlocked lcd keypad connector was noted. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the off no power, weak battery, or low battery alarms due to the unresponsive button. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and a missing end cap sticker.